Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor has damage to the yellow nozzle. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, but an olympus field service engineer (fse) went onsite to evaluate the device and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the connector was hit by a hard object or aged by accumulated stress toward loosen direction. Subsequently, the connector was broken. The fse replaced the connector and tested that the device worked with no further issues. The event can be detected/prevented by following the instructions for use which state: chapter 3 inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.